Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent sensor tip and bleeding after sensor insertion was reported while applying the adc device. The customer experienced a seizure and loss of consciousness, however, no third-party intervention or healthcare professional treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event.